Manufacturer narrative:
The device was returned and the reported lot number was not confirmed as the packaging was not returned with the device. During visual inspection the tip of the guide wire was noted to have been slightly shaped and the guidewire was noted to be kinked/bent at 153cm, 160cm and 177cm from the proximal end. The guidewire ptfe was noted to be peeling in multiple areas to 65cm from the proximal end. During the functional inspection the guidewire was hydrated, no anomalies were noted. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported coating issue was confirmed during the device analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the issue maybe due to fatigue from prolonged use during the procedure. Treatment of patient with two aneurysms. It is verified under fluoroscopy that there is no evidence of material in the patient. An assignable cause of procedural factors will be assigned to the reported and analyzed defect of the guidewire coating issue and analyzed defect of the guidewire kinked/bent and the guidewire ptfe was peeling as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The device was returned for analysis and the investigation of the device revealed that the guidewire (subject device) ptfe coating was peeling. No clinical consequences were reported to the patient due to this event.